Event description:
The low pressure alarm does not alarm. The service technician verified that the low pressure alarm was out of specification. The st inspected the device and adjusted the low pressure knob. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the vent alleged in this report.